Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a peeled coating on the connection tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and corrections to fields d8 and h6. A review of device history record and historical complaints analysis was conducted, and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and although we could not specify the root cause of the peeled coating, it is likely the defect was caused by the following stress applied to the insertion section. ·physical stress such as scrabbing, hitting insertion section. ·chemical stress from reprocessing unrecommended in IFU (reprocessing manual). ·stress from poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.) The event can be detected by following the instructions for use which state: 3.3 inspection of the endoscope: 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.